Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The customer's blood sugar is unknown. The insulin pump will return.

Manufacturer narrative:
Insulin pump received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection.